Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05265, related manufacturer reference number: 2017865-2020-05266, related manufacturer reference number: 2017865-2020-05267. It was reported that the patient had a localized infection and erosion at the pocket site. The leads also had started to erode. The entire system was removed the patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.